Manufacturer narrative:
On-site investigation was performed. According to received information, the device did not supply air. A leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The root cause has not been determined.

Event description:
It was reported that the ventilator did not supply air. There was no patient harm. Manufacturer's ref. #: (B)(4).